Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the keypad assembly and overly this did not resolve the reported issue. The fse then replaced the keypad controller and this resolved the issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the trigger source, and intra-aortic balloon (iab) frequency leds on the display panel of the cs300 intra-aortic balloon pump (iabp) were not lighting up. There was no patient involvement, and there was no adverse event reported.